Manufacturer narrative:
(B)(6) 2018. The customer performed troubleshooting with technical support. The customer was unable to duplicate the alleged issue. The customer was advised to run testing on the unit overnight. No parts were returned for evaluation; therefore a root cause could not be established.

Event description:
It was reported that while in use the ventilator screen froze. There was no patient harm reported. The event date was not specified; estimate used.